Event description:
It was reported that during a gastric bypass procedure, the device was fired the first time and formed a normal clip. With the second and third firings, the clips did not compress and form. On the fourth firing, the firing mechanism was stuck and would not release the clip. Another same like device was used to complete the procedure. The procedure was prolonged by three minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.